Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2015 at 20:25:16. During night drain cycle three, the patient's ultrafiltration reading was 1227ml, indicating the home patient drained 1227ml more than their maximum programmed fill volume of 2000ml.no additional information is available.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. During evaluation, the homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. A visual inspection was performed upon conclusion of the investigation, the cause of the reported issue was determined to be one or more cycles advanced to the next fill when a slow or no flow occurred above the minimum drain volume threshold. Should additional relevant additional information become available, a supplemental report will be submitted.